Event description:
When using the centrica device to perform a biopsy, the device would not retract when the foot pedal was depressed. A second device was used to complete the case. No patient injury was reported. When the device was returned for failure analysis, the engineers observed a bubble escape from the cutter.